Event description:
A consumer reports that consumer is experiencing sensitivity to light and consumer's vision has gradually become less clear since consumer's cataract surgery three years ago. Both eyes are affected. However, the left eye is worse than the right. The association of this report with the intraocular lens is not known. More info is being sought.

Event description:
The implanting surgeon provided additional information. The pt's visual acuity one year following intraocular lens implant surgery was 20/20 uncorrected. The capsule was clear and the implant was clean and centered. The pt was recently brought in for reevaluation. Pt complained of worsening light sensitivity, increasing dry eyes, and pt is no longer able to drive at night because of light reflections. The pt feels disabled by these symptoms and the surgeon is considering an implant exchange. The pt's visual acuity at the time of this visit was 20/30+ uncorrected and j 1+ with magnification.

Event description:
The implanting surgeon provided additional information indicating the intraocular lens (iol) was exchanged on 12/20/01 with a different type iol. A vitrectomy was required during the procedure. The procedure went smoothly, and the pt's visual acuity on postop day one was 20/20 uncorrected. The pt continues to experience the symptoms noted prior to the lens exchange. On a subsquent visit it was noted that the pt may need a small correction to maintain 20/20 vision.